Event description:
Pt reports that pump is giving a "service due" message even though it is not due for maintenance. New pump will be sent to pt. Pt did not experience any ade due to pump malfunction. Serial number: (B)(4). Pt will return pump to pharmacy. No other info known. Dates of use: from (B)(6) 2018. Diagnosis or reason for use: pah.